Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited auto capture threshold measurements above the range with elevated lead trends. The lead was also noted with potential intermittent oversensing with some far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.